Event description:
A report came from a clinical study that one of the patient's in the study had expired. The patient was implanted with the implantable pulse generator (ipg) for less than one year. The death happened over 3 years ago and no further information is known or was made available. No previous complaints or allegations were made involving the device.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).